Event description:
Patient was found lying on a bed with the section under the sacrum deflated. No alarm sounding. Patient now has a new stage 2 decubitus. Bed was removed and returned to uhs -rental company-. Unsure if bed was set on alternate pressure or straight low air loss. This is a repeat problem with these beds.